Event description:
Implanted in 2004 model # 7289. Explanted in 2006 model # 7289. Replacement implant model # 7304 medtronic insync maximo bi-v ICD device. Admitted with elective bi-v ICD generator change secondary to product end of life. Discharged the same day.